Manufacturer narrative:
H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. H6 medical device problem code a150205 was incorrectly reported as a150206 in the initial MDR and is now corrected. H6 medical device problem code a24 was not included in the initial MDR and is now correctly added. H10 related report number was not included in the initial MDR and is now correctly added. Investigation summary clinical symptoms(thrombosis/thrombus): in order to make a cause determination, additional clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. Clinical symptoms(low blood pressure/ hypotension): the cause of the injury was not determined due to insufficient clinical details. Access site adverse event (hemorrhage/bleeding): as per the given clinical details, activated clotting time (act) was supratherapeutic (>700) following a higher-than-expected dose of heparin. Due to concerns about bleeding, protamine was administered after the implant. The cause of the access site adverse event was most likely use-related, specifically the administered dose of heparin, based on the clinical details. Difficult to deliver or advance: access via the right axillary approach was unsuccessful due to subtotal occlusion at the innominate junction, so insertion was performed via the left axillary artery. The cause of the delivery issue was most likely related to the patient's condition, specifically narrowed blood vessels, based on the clinical details. Pump suction and low or blocked pump flow: according to the clinical details, the patient experienced suction alarms and low pump flow, requiring the p level to be dropped as low as p4, with flows around 1.9 l/min. The patient also required blood products due to supratherapeutic act, periods of decreased l eft ventricular filling, and hypotension. Despite attempts to stabilize volume status and resuscitate, the pump flow remained low. Data log shows the patient was unable to tolerate higher p levels without suction during the first day of implant, with fluctuations in placement signal and pump flow noted during the case run. No evidence of positioning issues or motor current spikes was observed. The cause of the low pump flow and pump suction issue was most likely related to the patient's condition, based on data log review and provided clinical details. Device history review : the pump sn (B)(6) passed all post sterile inspection checks.

Manufacturer narrative:
Based on the information available, the impella 5.5 cannot be excluded as a possible contributing factor to the patient¿s outcome. The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Event description:
The complainant reported a patient in st elevation myocardial infarction (stemi) was implanted with an impella 5.5 pump from an impella cp pump for escalation of therapy. It was reported that the patient presented to an outside hospital in stemi on (B)(6) 2025. The patient¿s proximal left anterior descending artery was revascularized with one drug-eluting stent. During the procedure, it was noted that a mid-sized diagonal branch had shut down after the stent was deployed, however the patient was stable and remained stable and was therefore released to the intensive care unit (ICU). The following day, the patient had 8 out of 10 chest pain and abnormal electrocardiogram changes. The patient was placed on a nitroglycerin drip and the medical team requested the patient to be transferred to another hospital for escalation of care. The transfer was denied and overnight the patient decompensated. The patient was placed on an intravenous levophed drip to keep the patient¿s mean atrial pressure above 60 mm hg. The patient was then taken to the cardiac catheterization laboratory the following morning and an impella cp was placed to hemodynamically stabilize the patient. After impella cp placement, the patient was urgently taken to another hospital for further treatment. Upon arrival, the patient was noted to have arrythmias resulting in suction alarms and nonperfusing rhythms. The impella cp position was confirmed to be in the correct position, however it was noted that the patient¿s laboratory results, and hemodynamics indicated a need for escalation of therapy. The following day, the patient was brought to the operating room (or) for an escalation to an impella 5.5 due to worsening end-organ dysfunction, a larger body surface area, and a cardiac index of 1.2 l/min/m². Additionally, a temporary pacemaker was placed overnight due to ventricular standstill and asystolic events. During the removal of the cp and closure of the femoral access site, it was reported that the perclose device was unsuccessfully deployed. The decision was then made to do a cut down and surgical closure of the impella cp site. During the implant of the impella 5.5, the initial site of the right axillary was unsuccessful at the junction of the innominate, and imaging revealed a subtotal occlusion preventing passage of the device. The decision was then made to access the left axillary artery, and the impella 5.5 was inserted without difficulty and support was initiated with flows noted to be at 4 l/min. During the time of the impella cp removal and after impella 5.5 support was initiated, it was reported that the patient¿s activated clotting time (act) was above 700 seconds after a dose higher than expected was administered to the patient. The patient experienced oozing and bleeding from the impella cp site during device removal. The patient required blood products to be transfused and a protamine injection. Suction alarms were present on the impella 5.5, and the p level dropped to p-4 with flows lower than expected at 1.9 l/min. Imaging was performed and revealed a thrombus in the left atrium (la), which was noted to have been present at the start of the case. After the patent was volume resuscitated and volume status was stabilized, the pump was unable to be increased past p-4. The impella 5.5 position was confirmed to be correct, and it was also noted that the right ventricle function was normal. Additionally, a thrombus was found with imaging at the inlet cage of the impella 5.5, and the la thrombus was no longer visualized. During this time, it was reported that there were periods of decreased left ventricle filling, and the patient experienced hypotension. Heparin was re-dosed, and the pump was slowly able to be increased to p-6 with variable flows lower than expected at 2.6 l/min. The patient was released to the ICU for rest and recovery, with a plan to monitor motor currents and to attempt to increase p level as able. The following day, the decision was made by the family and the medical team to withdraw care of the patient. The patient¿s care was withdrawn, and the patient expired. This complaint involves two impella devices: pump 1: impella cp, with serial number (B)(6). Pump 2: impella 5.5, with serial number (B)(6). This report specifically addresses the impella 5.5 and a separate report will be submitted for the impella 5.5.

Manufacturer narrative:
B.1 added selection as it was omitted from the initial report that was submitted. Medical safety reviewed the event. Regarding the initially implanted impella cp, the event describes an arrhythmia event and major bleed resulting in intervention. This major bleed is due to a known perclose failure after impella cp removal. This is a serious injury. The patient was escalated to an impella 5.5 and experienced complications that included thrombosis that was noted to be in the left atrium potentially migrated to the left ventricle, low pump flow requiring intervention, which may have added to an already complex situation. The patient expired the following day. In this case there is not enough evidence to exclude the impella 5.5 device as an associated factor. However, the heart team and family chose to withdraw care which led to the patient expiring. Related medical device reports: this impella 5.5 device report is one of two devices associated with the event. Refer to section h10 for the related report number.